Event description:
Complainant alleged that during a routine shift check be a clinician, the device displayed a "pacer disabled", "pacer fault 116", "defib fault 72", "defib disabled" message.complainant indicated that there was no patient involvement in the reported malfunction.